Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Only the main coil was returned for the analysis. Under visual and microscope inspection revealed that the main coil was stretched bend and detached at the coil arm section. No more damage was observed. The functional test could not be performed due only the main coil was returned. Dimensional inspection on zap tip od (outer diameter), primary coil od and coil arm od (max) revealed within specification.

Event description:
Reportable based on device analysis completed on 21aug2023. It was reported that the coil stuck halfway and could not be pushed out. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified common iliac artery. A 10mm x 20cm interlock-35 coil was selected for use. During the procedure, after many attempts of adjusting, the coil could not advance and was stuck halfway through the microcatheter and could not be pushed out. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. There were three coils used in total. No complications were reported, and patient was stable post procedure. However, device analysis confirmed that the main coil detached at the coil arm section.